Event description:
Encapsulation of right breast implant, not sure if these implants are ones connected with bia-alcl but I would like to know if I should be tested and if it is ones that are associated, are there any means out there to have them removed and replaced with ones not associated. My implants are mentor smooth round ultra-high profile.